Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base also, found the sensor cannula was whole; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Unable to confirm the insertion needle anomaly due to the customer did not return the insertion needle.

Event description:
It was reported that the sensor did not have a needle. The customer was afraid the needle was inside their body. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information was received which was not including with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer went to first aid and got his electrode check. But no electrode found in the body. The customer was advised that it's not harmful, because electrode will come out of the body naturally.